Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported the cause was determined and it was confirmed that the fall caused the issue that led to the therapy not working, noting worsening of incontinence.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported via a manufacturer representative (rep) that she fell off a chair and then her therapy stopped working. Her entire system was replaced and the issue was resolved. The patient's indications for use were fecal incontinence and gastrointestinal/pelvic floor. The specific cause of the therapy not working after the fall was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.